Manufacturer narrative:
Is there any error message indicating the hematocrit out of range in meter memory? There were no error messages indicating the hematocrit was out of range in the meter¿s memory. Any other underlying medical conditions for the patient? The patient did not report additional medical conditions. In the MDR report, it stated that the patient was hospitalized due to high inr and high potassium levels. Has roche ever received other mdrs or complaints with high potassium levels? In searching the last two years of complaints, we found one other case in which the customer mentioned high potassium levels. Please reference MDR (B)(4) which was submitted to FDA on 21-sept-2020 . The MDR report provided additional test results on (B)(6) 2020, (B)(6) 2020, (B)(6) 2020 and (B)(6)2020. Was there any warfarin dosage adjustment based on (B)(6) 2020 meter result (inr 4.0)? The patient cannot recall dosage changes within 2 weeks before the event. Additionally, the returned meter and strips were tested and the obtained results were in the allowed range. No error messages occurred during investigation. No product problem was identified during the investigation.

Manufacturer narrative:
The customer's meter and test strips were returned for investigation and were tested using retention lin 3 controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.2 inr. Qc 2: 5.3 inr. Qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the customer were observed in the meter¿s patient result memory. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Reporter occupation is lay user/patient. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek vantus meter serial number (B)(4) compared to a laboratory result using a neoplastin reagent on a stago sta r max analyzer. On (B)(6) 2020, the patient was hospitalized due to high inr results and high potassium levels. The meter result was 2.1 inr at 7:38 am. The patient had a doctor's appointment and a lab draw. The laboratory result was "somewhere in the 7.0's inr" at approximately 1:00 pm. The doctor advised the patient to go to the hospital. The patient was treated with an unknown medication via IV to lower inr. The patient did not experience any bleeding or require any surgeries while in the hospital. The patient had tests to check her kidney and heart. The patient was unable to provide any other treatment received during the hospitalization. The patient was released from the hospital on (B)(6) 2020. On (B)(6) 2020 the laboratory result was 5.7 inr at approximately 1:30 pm-2:00 pm. The patient made medication changes based off the laboratory result. On (B)(6) 2020 the meter result was 2.3 inr at 4:28 pm. The patient's therapeutic range is 2.0- 3.0 inr.